Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Changing your pod.   Chapter 3 / pages 33.  Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported when a patient had activated a pod the cannula had partially retracted into the pod from the infusion site. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula fully deployed and the slide insert was visible in the viewing window. The downloaded data indicated the device operated correctly and was deactivated at 56 pulses. The device was able to complete first and second prime. No damages or defects were found with the needle mechanism that would cause the cannula to retract. The cause of the reported event cannot be conclusively determined.